Event description:
Additional information was received wherein the patient was prescribed oral antibiotics and infection has cleared.

Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted to address the issue.